Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-05016 / 05017).

Event description:
Patient underwent partial knee revision approximately 16 years post implantation due to disease progression. Patient was implanted with a total knee.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. Concomitant medical products: kne-repiccifemorals-unk lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional investigation was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search and compatibility search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent partial knee revision approximately 16 years post implantation due to disease progression and tibial polyethylene wear. Patient was implanted with a total knee.